Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed and reproduced during evaluation. This alarm was caused by a failed lower link switch. The lower auxiliary assembly (including the link switch) was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a door not fully latched alarm. There was no pt involvement.